Event description:
The patient underwent surgery for the implant of a permanent scs system. It was reported the surgeon initially had difficulty implanting a paddle lead. He was successfully able to place the lead but intraoperative testing showed invalid impedances. The physician decided to explant and replace the lead. It was reported the procedure was extended approximately 1.5 hours due to the issue. The procedure was completed and the patient reported effective stimulation coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.